Event description:
It was reported that within a few weeks of implant, the rv (right ventricular) lead dislodged resulting in poor performance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implanted: (B)(6) 2014. (B)(4).